Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan another country alleging her one touch ultra smart meter was not switching on. The medical affairs specialist sent a follow-up questionnaire to the customer service representative (csr) to ask the patient. The patient stated she tried to test her blood sugar on the morning of one day earlier, but the meter was not turning on. She obtained new batteries on that day and installed them, but the meter was still not powering on. She felt dehydrated at 12:55 pm on the same day. She has not changed her insulin regimen and is due to see a doctor in the next few days for a checkup. The patient takes 8 units of humalog in the morning, at lunchtime, and at night. She also takes 10 units of levemir in the evening. She normally adjusts her insulin based on what she eats. But she mentioned she has not adjusted her dose, while unable to use her meter. She states she had been eating normally up until the time she experienced symptoms. She tests her blood sugar five times per day and was feeling normal prior to the symptoms when her meter was functioning properly. The patient did not treat her symptoms, until she sees her doctor within the next couple of days for a checkup. She was unable to specify when she felt better. The patient has no backup meter. The csr determined during the troubleshooting telephone call there was no meter trauma. The patient was using correct test strips and could not power on the meter by either pressing the power button or inserting the test strips. The battery contacts were in good condition. This case is being reported because the patient alleged she felt dehydrated after the meter would not turn on.